Event description:
A patient/layperson called lifescan (lfs) on september 22, 2007 alleging his one touch ultramini was showing the error 5 message. The issue began in 2007, at 6:30 am. The patient took no actions after the issue began. The patient claimed that after the issue began he experienced dizziness and shaking for which no medical intervention was received. The issue was not resolved with troubleshooting. Products were replaced. The complaint is classified as an adverse event due as the patient alleged that after the issue began he experienced symptoms, which may indicate he was hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.